Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/19/2020. A manufacturing record evaluation was performed for the finished device batch , and no non-conformance's were identified. Attempts were made to obtain a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that the suture was breaking during procedure. There were no patient consequences reported.